Manufacturer narrative:
Retained testing and batch record review performed. Product was within specifications.

Event description:
We received a report from an optometrist that a pt experienced "general keratitis" following the use of complete moistureplus. It was unk if the pt was treated with medications or a culture was obtained. The event resolved in "a couple of weeks". Add'l info was requested, but not received. No complaint unit was returned. Retained testing and batch record review were within product specifications. Root cause is unk.